Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Resistance encountered while attempting to deploy the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage or device components such as the hook at the distal end of the drive wire or the security of the drive wire to handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. A corrective action has been initiated in an effort to reduce occurrences of this nature. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of drive wire breakage. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, the physician used the cook instinct endoscopic hemoclip to clip a post polypectomy bleed site deep in the colon. The clip was placed through the endoscope, put into position and would not release from the deployment device. The clip was reopened for removal from the clipping site. The clip was reported to be stuck in an open position and the drive wire disconnected from the handle assembly. A second of the same device was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.